Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Possible factors that could contribute to a hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported hole in the balloon could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the armada 35 was noted to have a hole in the balloon portion during prep. It never entered the patient. It was discarded and a new balloon (armada 35) was used. No additional information was provided.